Event description:
Note: add'l info provided by account. There was no pt contact, however, the blood splash did involve splattering the hcp in the eyes. Lot number uncertain, however, it was thought to be either u331041 or u303388.